Event description:
It was reported that after a sensor change the user received glucose readings on the dexcom g7 app but the ilet pump displayed no readings and showed ¿pairing with sensor¿ for over 30 minutes; the user reattempted pairing after toggling sensor settings, and was instructed to re-pair the cgm to the ilet. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no alerts or alarms on the pump, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education to reinitiate pairing. Investigation of this case revealed a communication or pairing failure between the cgm and the ilet, with the pump not completing the cgm pairing sequence despite the cgm functioning in its native app. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient connectivity issue during cgm-to-pump pairing.